Manufacturer narrative:
Inspected 1 opened/used sensor and found sensor broken sensor. Broken part still attached to sensor base. Unable to confirm customer received sensor damage due to customer returned opened/used.

Event description:
The customer reported via phone call that the sensor had change sensor alert. The customer¿s blood glucose was 115 mg/dl. The sensor will be returned for analysis.